Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® one use holder experienced the holder separating from the non-patient end needle. The following information was provided by the initial reporter. The customer stated: "user facility clinic manager reported via email that they were trying to obtain the blood, no blood returned. It was difficult to replace the hub/vacutainer and it detached from the needle. They had to re-cannulate the patient." Additional information received (B)(6) 2021: bd tech robin strogen, - "I don't think the customer understands the questions I am asking. She states that the msla detaches from the one use holder but it is not broken off. She states that sample was attempted to be drawn from an IV and that because of the msla failure the IV needed to be restarted. Only one occurrence. She then went on to state that a competitor needle set was used. No further information available."

Event description:
It was reported the bd vacutainer® one use holder experienced the holder separating from the non-patient end needle. The following information was provided by the initial reporter. The customer stated: "user facility clinic manager reported via email that they were trying to obtain the blood, no blood returned. It was difficult to replace the hub/vacutainer and it detached from the needle. They had to re-cannulate the patient." Additional information received 29-march-2021: bd tech robin strogen, "I don't think the customer understands the questions I am asking. She states that the msla detaches from the one use holder but it is not broken off. She states that sample was attempted to be drawn from an IV and that because of the msla failure the IV needed to be restarted. Only one occurrence. She then went on to state that a competitor needle set was used. No further information available."

Manufacturer narrative:
Investigation summary: bd had not received samples photographs by the customer in support of this complaint. Therefore, 5 retention samples were tested for separation with no issues being identified. Bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were returned. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.